Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: how is the surgeon correlating the post-operative issues experienced to initial pph device: since the cystic lesion contacted with the existing pph staple. What was the pph device used for in the original procedure (i.e. Indications for original surgery, what type of procedure): internal piles. During the pph procedure were there any issues noted with device performance or staple formation: no particular information about the device performance during the operation. What is the current patient status: the patient was discharged from the hospital.

Event description:
It was reported that the patient repeatedly suffered from the cystic lesion on the rectum, caused by contact with pph staples. Originally, the patient claimed to have anal pain and difficulty in urinating at different hospital, and the cystic lesion was found and decompressive procedure was done by rectally cyst puncture. However, recurrence occurred and the patient was transferred to the reported hospital. The texture of the cyst fluid was slimy to jellylike, and cytodiagnosis confirmed to be benign. Transperitoneal basis cyst drainage, cyst wall ablation and omental implantation repair were performed, but recurrence occurred again. The patient was male (B)(6). Transanal cystectomy was performed after 8 months from the 1st operation. No device will be returning.